Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving less medication than intended. On an unspecified date and time, line a of the device was programmed to deliver an unspecified IV fluid, and the delivery was started. Line b of the device was programmed in the piggyback mode, to deliver an unspecified concentration of heparin, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was noted the device had not been programmed to alarm callback when the vtbi (volume to be infused) on line b was complete; therefore, the heparin was not delivering for an unspecified length of time. At that time, the physician was notified. A ptt (partial thromboplastin time) level was ordered and drawn with results reported as below normal. No specific values were reported. The patient was treated with an additional unspecified amount of heparin. Therapy was resumed using the original programming parameters on the same device. The customer contact indicated the event was due to operator error in programming line b without the callback alarm, so the nurse was not notified when the heparin vtbi was complete. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).